Manufacturer narrative:
The ventricular lead was in use for treatment. The lead remained implanted for approximately 5 years, 11 months. The lead was capped, and it will not be returned to perform an analysis. A review of the device history record identified no rejections during manufacture of this lot number. A review of complaints against this lot number found no additional complaints. A review of the manufacturing inspection procedure for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on py2 leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The lead was not returned for analysis; therefore, a root cause cannot be determined. Potential causes of this failure are related to unsatisfactory electrode position or damage to the coating on tip during implant. This type of failure may lead to intermittent or continuous loss of pacing or sensing or less efficient pacing and more frequent battery replacement which may result in a second procedure for repositioning or removal of the lead. A review of risk for this failure mode, identified the risk to be as low as possible or medium risk. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance. Associated MDR 1035166-2016-00088 for atrial lead.

Event description:
The customer reported that this ventricular lead was capped (taken out of service) due to high thresholds. There was no report of any adverse patient effects from this event.